Event description:
The pt reported symptoms of an upset stomach, nausea, dizziness, swelling and tenderness of the feet, and discoloration of the pt's urine. The pt indicated that he visited his general physician (gp), who ran a battery of testes including blood work. The blood work tests confirmed a toxic event was affecting his liver. The pt stopped using the aligners on (B)(6) 2013 and got progressively better. The pt resumed the invisalign treatment on (B)(6) 2013, but began to experience the same symptoms as before and decided to discontinued the treatment. The pt reported that all the symptoms disappear as soon as the aligners were removed. The pt has no prior medical or allergy history and is not currently taking an medications.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The reported symptoms of an upset stomach, nausea, dizziness, swelling and tenderness of the feet, and discoloration of the pt's urine are not considered serious in nature or potentially life threatening to the pt. Since the pt's general physician (gp), reported that the blood work tests confirmed a toxic even was affecting his liver. This event is being filed. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product cause or contributed to the pt liver ailment. Since the invisalign product was being used at the time of the reported event, an MDR is being filed.